Event description:
It was reported that the pressure was not detected by the ips cable on an xlung kit 230 during priming. The ips cable was confirmed to be securely connected on both ends. There were no visible defects on the cable, and there were no console alarms. The problem was believed to be with the sensor. No photos of the cable were available. The reported issue did not result in any treatment delays or adverse events. The xlung kit was sent back for evaluation. Upon physical evaluation of the returned kit, evidence of thermal damage described as "hot melt" was identified in the p2 sensor.

Manufacturer narrative:
Plant investigation: the xlung kit 230 was returned to the manufacturer for physical evaluation. Upon examination of the returned product, it was determined that the ips p2 sensor was damaged. It is assumed that the initial damage was caused during assembly, which led to subsequent corrosion of the electronic components inside the sensor. The production department was informed about this defect and the necessary employees were retrained. No nonconformities were found during review of the manufacturing records. The described situation is adequately addressed in the instruction for use (IFU) and/or on the label. After connecting the returned xlung kit 230 to a test console, the p2 sensor had no value displayed. The other sensors (p1 and p3) were recognized; pressure values were displayed and zeroing was possible. Visual inspection of the p2 sensor revealed residues from possibly dried liquid present at the vent hole of the sensor overmold. During the leakage test at 1 bar, no external leakage was noticed at the sensor. The gel pad of the sensor was intact. Continuity testing showed that there was no fault in the wires between the connector socket and the sensor. Further examination of the inner components of the sensor showed that hot melt had entered the sensor during molding of the sensor casing. Electronic parts of the sensor also showed signs of corrosion. During the molding process, the pressure was most likely increased inside the sensor, so that the sensor was no longer tight against liquid. The defect was not identified during in-process control because the functionality of the sensor is tested with compressed air. Liquid may have entered the sensor during coating of the xlung kit 230, which led to subsequent corrosion of the electronic components. The complaint was confirmed and linked to the production and assembly process.